Manufacturer narrative:
(B) (4). The ge service rep replaced the mother board. The system operates as intended.

Event description:
The customer reports that the system did not boot up. No pt injury was reported.